Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was recurring, therefore, the field generator was replaced and the system was functioning. Upon return, analysis of the generator found no issue with the part. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site was still continuing to have intermittent accuracy issues on the device even though the computer was replaced. The site reports that they will have the device tracking with accuracy but then it will suddenly become inaccurate and then after a few minutes or so, the device will be accurate again. The site's ssa has lapsed and is currently under negotiation; therefore, the site has not reported specific instances of this issue. Exact dates and patients are unknown.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.